Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred. The target lesion was located in the proximal to middle left anterior descending (lad) artery. A 1.50mm rotalink plus was selected for treatment. During the procedure, the physician was able to cross the device twice in the target lesion. However, after advancing the device across the lesion, the physician noted a perforation through angiography. Subsequently, a balloon catheter was inserted and sealed the perforated vessel; however, the patient became unstable. Consequently, a balloon pump was inserted; patient was also then intubated and was sent for surgery. No further patient complications were reported and the patient status was stable.